Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient was hospitalized with peritonitis. No additional details were provided in the initial reporting. During follow-up, the patient¿s pd registered nurse (pdrn) stated the patient presented to the emergency room with complaints of abdominal pain, drain complications, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable, high wbc) were collected, and the patient was diagnosed with peritonitis. The patient was being treated with antibiotics; however, the drug, dose, route, frequency, and duration were unknown at the time of follow-up. The patient¿s peritoneal effluent culture result returned positive for streptococcus epidermidis, and the patient¿s antibiotics were continued. Although the rationale was unknown, the inpatient nephrologist then ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously replacing it with a tunneled hemodialysis (hd) catheter (not a fresenius product). Upon follow-up, the patient was recovering and undergoing inpatient hd without reported issue. It was unknown if the patient would return to pd therapy once the infection cleared. The pdrn attributed causality to an unspecified touch contamination event involving hand hygiene and failing to utilize the proper personal protective equipment (ppe). Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s).